Manufacturer narrative:
(B)(4). Medical products: catalog number: 00801804003 lot number:61092952 brand name: cocr heads. Unknown cup, unknown liner. Event was initially reported on 0001825034-2019-00035. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00413 customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to elevated metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation